Manufacturer narrative:
H3:product analysis confirmed that visually, the device was returned in a large clear plastic pouch. The returned emg tube looked discolored (complete tube looked yellowish in color). There were no traces of contamination noted on the tube, and tape paper was intact on wire harness. Functionally, a syringe was used to inject 20cc of air into the cuff, and the cuff could not be inflated. A large opening was noticed at the distal end of the cuff. The opening was in the area where the cuff was bonded to the tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that preoperative inspection by the anesthesia doctor found that the cuff leaked air and could not be used normally. Therefore, it was replaced with a spare product to complete the surgery. There was no patient injury. Additional information received, prior to use the tube was checked , the cuff was leaking and not working properly. Air was used to inflate the cuff, and nearly 5ml was used.